Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized for three days but not related to blood glucose but the customer passed out. The customer¿s blood glucose level was 71 mg/dl, 95 mg/dl and 231 mg/dl. The customer was treated with insulin pump bolus. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer did not allege insulin pump was under delivering. Customer reported that the drive support cap was normal. The customer reported displacement test and it passed. Customer declined to continue insulin pump troubleshooting. The insulin pump will not be returned for analysis.